Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. Returned devices are broken nail, nail extractor, lag/comp screw kit and low profile screw. A visual inspection of the returned parts shows the intertan nail was broken in 2 pieces by the screw holes. The nail extractor is stuck inside the broken piece and two metal rods are stuck in the other piece of the nail. The clinical/medical evaluation concluded that per report, a revision was performed to remove a broken intertan nail that broke below the compression screw. Per subsequent e-mail, it was reported no relevant clinical information will be provided. Two photos of the broken devices were provided, along with the product evaluation which confirmed the reported failure. However, the root cause of the reported breakage cannot be determined. Therefore, the impact to the patient beyond that which has already be reported cannot be determined. Should any additional medical information be provided this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential causes of the reported event could include but are not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after a trauma surgery in which an intertan 10mm x 24cm 130d nail had been implanted, such nail broke below the compression screw. A revision surgery was perform to explant it. The patient outcome is unknown.